Event description:
Additional information received reported that the impedances were run before the patient's revision surgery and the wrong side was being stimulated when the patient woke up from his first implant surgery. It was noted that they tried to program around that "as much as possible." The reporter stated that the patient was "just too drowsy" during surgery to respond properly, so he responded "as if everything was fine." During the surgery, the leads looked like they were in a good position but "afterwards it was not." The reporter stated that the out of range electrode was seen at the impedance test before the revision surgery. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that high impedances, greater than 20,000 ohms, were measured. Additionally, stimulation was felt in the wrong location. The patient was reported to have had less than 50% therapy relief and did not feel therapy on his left side enough after the initial implant. As a result, the left lead was removed and a new left lead was implanted. There was no patient injury or adverse event reported.

Manufacturer narrative:
Final analysis of the lead revealed that at the distal end of the lead, the conductor was broken. The #3 conductor was broken 2.5 cm from the distal end. The #6 conductor was broken 4.5 cm from the distal end. Final analysis of the anchor revealed no anomaly.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n349620, implanted: 2012 (B)(6), product type accessory. (B)(4).